Event description:
It was reported "the head of the screw sheared off." No injury to patient.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.